Event description:
It was reported that the superior vena cava (svc) coil was fractured. During a follow up visit, it was noted that there was "scatter" on the svc coil, and a chest x-ray was done and a notable abnormality was noted on the svc coil. The x-ray was compared to the post implant chest x-ray (taken hours after implant) and the same abnormality was noted. This would lead one to conclude that the lead was damaged during the implant procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.